Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose of 584 mg/dl. Customer's mother stated she had called and troubleshooting had been done. Customer's mother had reported the customer was hospitalized due to high blood glucose over 500 mg/dl. Customer was feeling weak and was vomiting. Customer was treated with and insulin drip and device. Customer's blood glucose started to come down after the fourth infusion set change. Customer's mother believes the cannula might be occluded. Customer called back and stated it was the pump and thought it was the infusion set. Customer stated she was advised to get another device. The device hasn't alarmed no delivery. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.